Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information has been provided to determine the root cause for this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Associated medwatch for second implant: 1221934-2016-10054. (B)(4). The lot expiration date is not available.

Event description:
The sales rep reported that during an acl/meniscus repair procedure, two of their omnispan meniscal repairs 12-degree misfired the second implant. The sales rep stated that the first device fired the first implant fine but misfired the second implant. The sales rep stated that the surgeon removed the implants and used the second device using the same holes but same issue occurred. The sales rep stated that the surgeon removed the implants with no issues. The sales rep stated that both devices were from the same lot number. The sales rep reported that the surgeon completed the procedure with a third device using the same gun by moving over when implanting the implants and not using the same holes as the first two devices. The sales rep reported that there were no patient consequences but there was a 10 minute delay in the procedure. The sales rep stated that the same gun was used with all three needles. The sales rep was unsure if the device used to complete the procedure was from the same lot number as the other two devices. The sales rep stated that both devices were discarded.